Event description:
Caller reported a malfunction on the pump identified by the code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the process, ensuring that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code appears again.